Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not be advanced during insertion into the 5f brite tip sheath and the device split. Hemostasis was achieved using another mynx control device. There was no reported patient injury. The sheath was not kinked or bent upon removal. The user was trained on the device. An antegrade approach was used during an interventional procedure. No visible bend or damage was observed in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The access site vessel was not tortuous. A 5f cordis brite tip sheath was used. Femoral artery suitability and vessel diameter =5 mm were verified, with no vessel tortuosity and no calcium at the puncture site. The patient outcome was reported as recovered. No damage was noted on the device or packaging prior to use. The device was stored and prepared according to instructions for use (IFU). The device will be returned for evaluation. Addendum: per pe findings, the sealant was partially exposed but still mounted on the unit delivery shaft.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) could not be advanced during insertion into the 5f brite tip sheath and the device split. Hemostasis was achieved using another mynx control device. There was no reported patient injury. The sheath was not kinked/bent upon removal. The user was trained on the device. An antegrade approach was used during an interventional procedure. No visible bend or damage was observed in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The access site vessel was not tortuous. A 5f cordis brite tip sheath was used. Femoral artery suitability and vessel diameter =5 mm were verified, with no vessel tortuosity and no calcium at the puncture site. The patient outcome was reported as recovered. No damage was noted on the device or packaging prior to use. The device was stored and prepared according to instructions for use (IFU). (B)(4): one non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the kinked/bent condition of the sealant sleeves. However, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. A simulated deployment test evaluation was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously identified during visual inspection, including the presence of a kinked/bent condition on the sealant sleeves. Additionally, the sealant was observed to be partially exposed. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the kinked/bent condition of the sealant sleeves. (B)(4): the brite tip sheath was not returned for analysis. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device; however, a kinked/bent condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, the reported event of ¿mynx control system-impeded¿ was observed through analysis since the insertion/withdrawal test could not be executed due to the kinked/bent sealant sleeves condition noted. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. However, the reported event of ¿catheter sheath introducer (csi)-obstructed-particles/material cannot be injected¿ could not be observed as the brite tip sheath was not returned for analysis. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) may have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the reported failures and observed conditions could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.